Event description:
Same case as 6000089-2004-00992. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was an in-stent restenosis of the right coronary artery (rca). The vessel was pre-dilated with a 3.0 cutting balloon. In the distal rca, the physician fully deployed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent. The balloon took time to deflate and there was resistance upon removal of the balloon from the stent. The physician deep seated the guide, removing the balloon and leaving the stent in position. In the mid rca, the physician fully deployed a taxus express2 3.0 x 20 mm stent but again there was some resistance upon removal of the balloon from the stent. The guide was deep seated, allowing the balloon to be removed and leaving the stent in position. No pt injuries or complications were reported. The pt's condition is reported as good.